Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
It was reported on (B)(6) 2019 that the hearing performance with the device has been affected since the last two weeks. The child is no longer responding to any sound stimulus. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported on (B)(6) 2019 that the hearing performance with the device has been affected since the last two weeks. The child is no longer responding to any sound stimulus.

Event description:
It was reported on (B)(6) 2019 that the hearing performance with the device has been affected since the last two weeks. The child is no longer responding to any sound stimulus.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on 29-nov-2019 that the hearing performance with the device is affected for the last two weeks. The child is no longer responding to any sound stimulus.